Event description:
The customer contacted hotline to report obtaining higher than expected accutni results above the acute myocardial infarction (ami) cut off for one patient and a higher than expected accutni result within the risk scarification range for a second patient. Per customer, the samples were collected in 4 ml lithium heparin plasma tube and centrifuged at 8000 rpm for 3 minutes. This MDR will address the event for patient #2. The event of patient #1 is addressed in 2122870-2012-01669. The elevated result (0.12 ng/ml) was reported out of the laboratory; however, no change to patient treatment was reported. The sample was repeated in duplicate on the same instrument and lower results (0.02 ng/ml for each run) were obtained. Prior to the event, three levels of accutni qc were performed prior to analyzing the patient's sample and were within the customer's established ranges. On (B)(6) 2012, an accutni calibration was performed which passed as acceptable and had satisfactory %vc of <5.0%. Qc was run after the incident and the results recovered within the laboratory's established ranges. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A routine system check was performed on (B)(4) 2012, which passed within instrument specifications. The customer did not note any pre-analytical issues to report. Field service engineer (fse) was dispatched and noted that the customer had discovered their entire reagent packs were in the incorrect slots on the reagent carousel. The customer corrected the issue and has not had any further issues since. In addition, the fse performed the following: removed the reagent carousel and checked the belt, torque nut and all other hardware; no issues were noted. Necessary alignment and cleaned and reseated all of the electronic boards. Replaced a bad rv shuttle assembly, waste pump tubing, aspirate probes and installed new seals in the both the precision and wash pumps. A routine system check was performed that passed within instrument specifications. The root cause of the event is use error via pack misloading.

Manufacturer narrative:
The following mdrs are associated with this event: 2122870-2012-01669.